Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer's blood glucose was 445 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pens. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles and leaks. The customer stated that there was something stuck on top of the cannula after removing out of the body from past event. The customer was assisted with programming the insulin pump. The insulin pump will not be returned for analysis.